Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Please see the updates in sections: g4, g7, h2, h4, h6 and h10. The legal manufacturer reviewed the contents of this complaint. As the results of the DHR review, it was confirmed that there was no abnormality in manufacturing, concession, and variation. The legal manufacturer reported that the root cause could not be determined. The legal manufacturer reported that the most probably cause for the reported events are the following: ·due to the failure of the video-connector socket, it is speculated that the failure of the electrical contact resulted in no images or coarse symptoms. ·it is also assumed that a video connector socket failure resulted in a failure due to an attempt to pull out the video connector without lowering the unlock lever. ·the video scope cable exera ii is not connected correctly.

Manufacturer narrative:
The device has been returned to olympus for evaluation. The user facility report was confirmed and found a bad connector on the processor. Olympus will continue to monitor complaints for this device.

Event description:
The user facility reported there was no image on the cv-190. The reporter stated this occurred during preparation for use so there was no patient involvement associated to this report.